Manufacturer narrative:
The customer reported the suspect component is available for analysis. However, vyaire medical has not received the suspect filter water trap component lots for evaluation. In the event that the component lots are received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the unlocking of the water filter trap (item#11790) drain tube clamp, while in patient use on a ventilator device. The patient apparently coughed and created back pressure unlocking the clamp from the water drain tube. The customer stated no patient harm with this event.